Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). Two weeks later the patient reportedly experienced pain. Subsequently, revision surgery to replace the magnet was conducted on (B)(6) 2018.